Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/contrast/ok keypad buttons intermittently responded to user inputs during testing, it was observed that the up/down/contrast key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts were inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.